Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2023. During procedure, the hex wrench could not latch on to the pacemaker set screw, another wrench was used and that did not work. The pacemaker was not used and replaced wihtin the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of the lv-setscrew could not be tightened to connect the lead was confirmed. Analysis revealed the physician/user of the wrench was incorrectly inserting the wrench in the lv-setscrew. The user eventually rotated the setscrew out of the connector block socket and up inside the septum at an angle. The setscrew was now out of position to be engaged or tightened after this occurred. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.